Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not under ventilation. The root cause was determined to be a defective pressure sensor assembly and a defective ambient valve. In consequence pressure sensor assembly and ambient valve were replaced to fix the problem. There was no patient or user harm.

Event description:
The machine was unable to pass tightness test in preop. The machine failed the ambient valve test in service mode. It was thereafter opened up and the valve off the inspiratory port was found to be coated with a white sedimented substance. They use bacterial filters at the inspiratory port and distilled water for humidification the image of the valve is attached. Upon closure after cleaning, the machine passed the ambient valve test on service mode and preop for adult, however failed preop for neonatal. It also failed the autozero test and had the self test failed alarm on the screen.